Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, resistance was met at the blue portion of the 14f sheath during initial insertion of a 23mm s3 ultra valve/commander delivery system. The physician stopped trying to push the valve system forward and inspected the valve under fluoro. A tine was seen to be protruding through the sheath wall. The valve was pulled back inside the sheath to the non-expandable portion of the sheath prior to removing the sheath. The sheath, delivery system, and valve were removed as a single unit. This maneuver attempted to fold the tine back into a less traumatic position. The physician requested to use a 16f sheath instead of the 14f sheath for increased support through the patient's tortuous anatomy. After a new 16f sheath was inserted, a 23mm delivery system was prepped and delivered without issue. After the new valve was deployed, the sheath was removed and perclose was attempted to be completed. Hemostasis was not obtained and a surgical cutdown was performed to repair the right common femoral artery. The vascular surgeon felt the stick on the minor access side was too high to safely pull and decided to cut down and repair that vessel as well. There was concern the bent tine of the valve may have damaged the artery when removing the device. The perceived root cause of the event was calcified, tortuous anatomy.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-00516. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined for any abnormalities and the following was observed: crimped valve: one strut bent outwards at the inflow side exposed through punctured strain relief. Post-expanded valve: bent strut was corrected after expansion. Leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Imagery was provided by the site and reviewed and revealed the following: one thv strut appears bent outwards approximately 90 degrees at inflow side on fluoro. Crimped thv and bent strut was visible through the punctured strain relief. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for valve frame damage was confirmed based on returned device evaluation and provided imagery. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported. As reported "resistance was met during initial insertion" while "trying to push the valve system forward" and the perceive root cause of the event was "calcified, tortuous anatomy." Per imagery evaluation and returned device evaluation, a bent strut was observed exposed through the sheath, which indicates that high push force was likely applied during the attempt to introduce the system into the calcified and tortuous patient anatomy. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.